Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the image issue was resolved after replacing the ultrasound plug unit and the advanced diagnostics cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited a whiteout and blackout image issue. There was no patient involvement.